Event description:
It was reported to medtronic neurosurgery that a pt's lp shunt became occluded and needed to be revised. It was also reported that the pt does "not show any sign of health hazard."

Manufacturer narrative:
The valve and peritoneal catheter were not pt. This precluded all further testing. A large amount of proteinaceous debris was observed in the interior of the valve. Debris was also observed plugging up the distal end of the peritoneal catheter. The instructions for use that accompanies the device indicates that the strata nsc valve is a shunt component designed to provide continued cerebrospinal fluid flow from the ventricles of the brain into the right atrium of the heart or the peritoneal cavity. Lumboperitoneal shunting is not indicated for this valve type. The IFU also states the shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records showed no anomalies.